Manufacturer narrative:
Upon further investigation, information was reviewed, and it was noted that this case is a duplicate of MFR# 1038671-2021-00705; therefore, this case will be voided. Any subsequent information will be captured under MFR# 1038671-2021-00705.

Manufacturer narrative:
Concomitant medical products: logic cr femoral cem, left, sz 4 (cat# 02-010-03-0240 / serial# (B)(4)). Lgc tibial fit tray cem sz 4f / 5t (cat# 02-012-45-4050 / serial# (B)(4)). Three peg patella 38mm (cat# 200-02-38 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 5.5 yrs postop the initial implant, this (B)(6) patient had a revision due increase wear on the tibial surface. Replaced the poly insert with a size 4, 11mm crc insert. Patient was last known to be in stable condition following the event. The device is available for return/evaluation.